Manufacturer narrative:
The beckman laboratory solution specialist (lss) evaluated the au5800 clinical chemistry analyzer and replaced multiple hardware parts malfunctioned. The lss replaced the sample syringe, reagent syringe, reagent probe and the mix bars to resolve the issue. The lss cleaned the wash station and cuvettes. The lss performed calibration, precision verification and quality control, which all passed. The lss verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported multiple patients had low total bilirubin (tbil) results on multiple occurrence dates involving their au5800 clinical chemistry analyzer. The customer repeated the samples and results were within range. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two patients.